Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report received indicated that during pre-dilation of the lesion, the balloon was inflated to 12 atmosphere; however, the balloon would not deflate; the deflation was very slow. Consequently, the indeflator was disconnected and a 20cc syringe was connected to attempt manual deflation; however, the balloon still would not deflate. After a few minutes, the balloon deflated. There was no report of adverse events to the pt; however, as a result of the difficulties encountered, the procedure was prolonged for approximately 20 minutes. Once outside the pt, the balloon was inflated again and the same problem occurred.